Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated h11 d1, d3, d4, g1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d3, d4, g1

Event description:
05/21/2021: updated from unk - screws: trauma to unk - screws: tomofix.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Report is for one (1) unknown screws: trauma. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device/ part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the left side of the tomofix, procximal tibia osteotomy plate broken within 3 months of time without any fall or injury. The patient experienced a post-op adverse event which included swelling and pain that require revision surgery and hardware removal on (B)(6) 2021. The reason for revision surgery was failure and broken implants. Concomitant device reported: unk - screw: (part # unknown; lot # unknown; quantity: unknown). This complaint involves two (2) devices. This report is for one (1) screws: trauma. This report is 2 of 2 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Further clarification was received indicating there is no allegation against the screws. Only the plate broke.